Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was returned in two sections. Two kinks were noted 1.8cm and 2.1cm from the proximal end. A dimensional inspection was performed and all measurements were within specification. The returned device was sent for external analysis ((B)(6) lab) to determine the fracture failure mode. The mtac lab returned the following results: failure on both samples occurred due to a rotational fatigue with a final bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
During a transarterial chemoembolization (tace) treatment procedure, a guide wire fracture occurred. The approximately 70% stenosed, 2.0mm in length target lesion was located in the non-tortuous and moderately calcified, 0.5mm in diameter liver. This 135cm transend guide wire was selected and was advanced to the lesion. During the procedure, the guide wire was withdrawn against resistance and the physician noticed that the proximal portion of the wire was cut off into two parts. It was further reported that the fractured portions remained inside the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
During a transarterial chemoembolization (tace) treatment procedure, a guide wire fracture occurred. The approximately 70% stenosed, 2.0mm in length target lesion was located in the non-tortuous and moderately calcified, 0.5mm in diameter liver. This 135cm transend guide wire was selected and was advanced to the lesion. During the procedure, the guide wire was withdrawn against resistance and the physician noticed that the proximal portion of the wire was cut off into two parts. It was further reported that the fractured portions remained inside the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.